Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 283 mg/dl at the time of incident but also went up to 400mg/dl. Customer treated with an injection. Customer indicated that they were able to disconnect and then prime the device after assistance from troubleshooting. The customer was advised that the set and the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).